Event description:
As reported by hospital "during a coronary angiography after 3 0r 4 contrast absorptions thourgh the manifold, the dr noticed air bubbles entering the manifold through the manifold's connection with the injection line. The dr removed the air with the syringe before injecting any contrast fluid to the pt. He continued the procedure with the same manifold constantly observing if more air bubbles were entering the system. Suddenly he noticed air bubbles all over the line and manifold, probably already being injected into the diagnostic catheter. Immediately he removed the catheter and kept asking the pt how he was feeling, if he had any chest pain. The third time he asked, the pt said he was feeling pain, and lost his senses. Dr intubed the pt immediately. The pt may have occurred a myocardiac infarction. He is now out of danger and his condition is stable." The manifold was disposed of by the hosp.